Manufacturer narrative:
Other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a consumer. It was reported that the patient had their device batteries replaced in (B)(6) 2014. The patient stated that after their cancer surgery and several other surgeries on (B)(6) 2012 was unable to use the charger belt. The patient wore a wound vac for a year. The wound vac drained the batteries and they were not able to get them to recharge. This is the reason they had to replace the batteries. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.